Event description:
Customer reported the insulin pump alarmed motor error. Customer's blood glucose was 101 mg/dl. Device alarmed while customer was driving. Device had alarmed previously but customer was able to clear it before. A crack was also on the insulin pump where the battery was inserted. Customer then stated he wouldn't call a crack he would just say it was broken. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. The motor passes motor test. The insulin pump had minor scratches on lcd window, cracked case on the display window corner, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.